Event description:
The reporter indicated that the pt passed away. The cause of death is unknown at this time. The pulse generator was interrogated following the pt's death and the eri (elective replacement indicator) was no, indicating that the device was not at end of service. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
Further follow-up revealed that the pt experienced a >25% reduction in seizures with vns therapy. An autopsy was performed. The pt was receiving vns therapy at the time of death. Product analysis summary: the pulse generator met electrical test specifications. No anomalies were detected or identified that would contribute to the reason for analysis. The concomitant device (bipolar lead) was also returned and analyzed. Approximately 30cm of the lead assembly was returned for analysis. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure.